Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced pump off, low speed, and red heart alarms. The log file was reviewed and the alarms were confirmed and occurred when the patient was on battery power. The alarms were associated with elevated power and pi values. The patient complained of chest pain and stated that she did not feel good. The patient was admitted to the hospital. During the hospitalization, the pump alarms were intermittent and percutaneous lead damage was suspected. X-rays indicated that the percutaneous lead shielding may have retracted from the pump housing. No other apparent issues were seen externally. On (B)(6) 2015, a ramp study found the patient's ejection fraction was 40%. The pump was explanted on (B)(6) 2015 due to recovery.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available . A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Fatigue damage on multiple phases in the internal portion of the percutaneous lead was confirmed based on the evaluation of the returned pump. The reported red heart alarms would have occurred as a result of the exposed conductors of a wire contacting another phase's exposed conductor when the device was supported by the batteries. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.